Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the distal tip damaged; the polymer tip was detached from its original position. The separated section of polymer remained attached to the guidewire. Near the damaged area, the guidewire was bent. The body was kinked approximately at 130 cm from the proximal end. No more damages were found in the device.

Event description:
It was reported that catheter removal difficulty was encountered. The target lesion was located in the right anterior tibial artery. A 300cm, 8cm v-18 control wire was advanced; however, the physician encountered difficulties removing the wire. Upon inspection, it was noted that the tip was bent up and mangled. It looked like some of the hydrophilic coating was scraped down on. The wire was intact, but there was a crimp over the coating. The wire was removed in one piece and the procedure was completed without the guidewire. There were no patient complicatons reported.

Event description:
It was reported that catheter removal difficulty was encountered. The target lesion was located in the right anterior tibial artery. A 300cm, 8cm v-18 control wire was advanced; however, the physician encountered difficulties removing the wire. Upon inspection, it was noted that the tip was bent up and mangled. It looked like some of the hydrophilic coating was scraped down on. The wire was intact, but there was a crimp over the coating. The wire was removed in one piece and the procedure was completed without the guidewire. There were no patient complications reported.